Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record and service history was performed; no issues were found that could be related to the reported event. A review of the event history log did not reveal any issues that could have contributed to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external and internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure or malfunction identified that could have caused or contributed to the reported issue of patient passing away.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was reported pd therapy was ongoing at the time of death. It was reported an autopsy was not performed. Additional information was requested, but is not available.